Event description:
It was reported that during a lap hysterectomy procedure, after deployment the pouch broke. Nothing fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/21/2008. Tangled suture and bag missing. Evaluation summary: the analysis results found that the pouch device was received with the suture tangled around the push pull rod; therefore, the device would not deploy properly. In addition, the bag was not returned for analysis. A potential cause for tangled suture is not deploying bag in one smooth motion. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.